Manufacturer narrative:
Initial and final MDR 1879294- device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that patient faced 2 infusion set leakage events on 20-april-2024. The blood glucose level was high and had experienced ketoacidosis. Therefore, patient was hospitalized. No further information available